Event description:
The reporter stated that the device jaws locked on tissue during a laparoscopic hysterectomy procedure. The surgeon was able to remove the device by cutting a small piece of tissue from around the jaws. There was no patient injury.

Manufacturer narrative:
Date of initial report: 11/14/2008. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.